Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had a fast ventricular tachycardia (fvt) episode which contained atrial fibrillation (afib) with fast ventricular response. Ventricular antitachycardia pacing therapy (atp) was delivered inappropriately. Cardioversion was aborted due to slow rhythm. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.